Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, an open clamp on an unused line was reported. It is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It warns the user to make sure all clamps on unused fluid lines are closed securely. It also instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell two of three, while the hp was connected. The hp had two bags connected and an unused line clamp was open. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm. The hp would complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.